Event description:
Pregnant nursing assistant just finished performing a blood sugar check on a patient and went to dispose of lancet into sharps container and felt a prick. Nursing assistant then looked at lancet before disposing and noticed that the needle did not retract completely.

Manufacturer narrative:
Investigation was opened on 25 sep 2018 to cover several complaints over a 2 month period stating that unisitk 3 comfort device needles were not retracting after use. Full report attached (inv-18-00064 rev 01). - attachment: [inv-18-00064 rev. 01.pdf].